Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's grandmother reported via phone call that patient had no delivery alarm during basal/bolus/fixed primed. Customer's blood glucose was 539 mg/dl. The customer was treated with a bolus. The customer was assisted in performing a 5.0 units fixed primed. Customer stated the insulin did exit. Customer is unable to removed the set at this time to examine the cannula. The customer already did a set change. The customer stated that the tubing was running through a belt and the belt was really tight and may have been blocking the tubing.